Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Diagnostic data analysis indicated that the power consumption of the device has been increasing steadily for the past year and is expected to continue to increase. A device replacement was recommended and product return for analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction was created to capture the information on the a1: patient identifier and a2: date of birth.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Diagnostic data analysis indicated that the power consumption of the device has been increasing steadily for the past year and is expected to continue to increase. A device replacement was recommended and product return for analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction was created to capture the information on the a1: patient identifier and a2: date of birth. Upon receipt at our post market quality assurance laboratory, device diagnostic graph shows gradual increase in power consumption. The v230 circuit, which also includes the v220 circuit, is drawing high current pulse generator (pg) failure consistent with ncep-80116. The "cause traced to component failure" conclusion code was selected based on analysis of the returned product which found evidence which meets criteria for ncep-80116 that is, evidence of hydrogen-induced leaky by-pass capacitor(s). The ncep investigation has deemed this to be a component issue.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Diagnostic data analysis indicated that the power consumption of the device has been increasing steadily for the past year and is expected to continue to increase. A device replacement was recommended and product return for analysis. Additional information indicated that the device was explanted and was replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). Diagnostic data analysis indicated that the power consumption of the device has been increasing steadily for the past year and is expected to continue to increase. A device replacement was recommended and product return for analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and was replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction was created to capture the information on the a1: patient identifier and a2: date of birth. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.